Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded and loose drive support disk. The insulin pump had missing end cap sticker, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that customer received a compromised forced sensor alarm. Drive support cap seems normal. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)